Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The user reported a decrease in hearing performance with the device since (B)(6) 2018. The user has no awareness of environmental sounds and speech. There are no physical changes or pain over the implant site and no trauma was reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported a decrease in hearing performance with the device since (B)(4) 2018. The user has no awareness of environmental sounds and speech. There are no physical changes or pain over the implant site and no trauma was reported. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance with the device since (B)(6) 2018. The user has no awareness of environmental sounds and speech. There is no pain or physical changes over the implant site and no trauma was reported. Reimplantation is considered.